Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, initial reporter phone #, FDA notified? Additional information: report source, report source other, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, related report number grid and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event regarding smoke in the devices could be confirmed through a visual inspection; however, it cannot be determined what caused that event. The pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). The pump module s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the suspect devices, and no problems or anomalies were found related to the reported event. Pcu 8015 s/n (B)(6) and pump module 8100 s/n (B)(6). An internal and external inspection was performed for the suspect pcu and pump module, and no issues were found that could have contributed to the reported. A review of the logs from the suspect devices was carried out, and it was observed that they did not present any errors on the date mentioned by the facility (15feb2025). On (15feb2025), it was also observed that there was a download of the logs. Root cause: the root cause of the reported issue regarding flames and black smoke in bd devices could not be determined; however, it was visually observed that the pcu handle, and rear case was burned. The facility state that, it looks like the smoke/flame initiated from the syringe pump (ICU medical) that was on top of the bd carefusion pump.

Event description:
It was reported the user saw black smoke coming from pump, then saw flames. User utilized a fire extinguisher on the device. There was no patient involvement. Bd received additional information through due diligence attempts. It was reported that the device was not in use at time of incident. It was mounted to the stretcher's IV pole. The pump was plugged to ac wall outlet; however, it was not powered on nor running any infusion. The customer reported that their internal investigation revealed that based on visual inspection of the device, customer stated that the smoke/flame was started from another medical device (syringe pump manufactured by ICU medical) that was positioned on top of the alaris pump on the same IV pole. After bd received the initial report from the customer, bd representatives went onsite to gather additional facts. It was reported that the devices were plugged into a duplex wall outlet but not ¿running¿. The facility's biomed was verbally told that the bd and non-bd devices were plugged into the same outlet. The ICU medical syringe pump (medfusion 4000) was placed above the alaris device on the same IV pole at the time of the event. The event occurred in the emergency department (ed). The outlet was reportedly tested by hospital¿s building engineers, and no issues were noted; outlets were functioning as intended. The ICU medical syringe pump (medfusion 4000) was returned to its manufacturer for failure analysis. Alaris system devices were sent to bd for failure analysis. The failure analysis report on ICU medical syringe pump (medfusion 4000) has not been shared with bd to date. Per report, prior to the event a patient who occupied the room had been discharged, and the room was being cleaned. The nurse then "saw black smoke then fire (flames). Obtained a fire extinguisher and used it". A copy of the medwatch report from FDA was received, which states, "biomed was notified by [redacted] on [redacted] of a medical equipment safety incident in emergency department (ed). Biomed technician on call responded and arrived onsite around 10:30 am. In speaking with ed team, the patient had just left ed [redacted], and the room was in process of cleaning. Staff wiped down all equipment in room, then plugged in pumps to charge. Staff reported seeing black smoke come from pumps, they unplugged the pumps from wall outlet. Smoke continued and then staff saw visible flames. An ed team member utilized fire extinguisher on the equipment. One infusion pump with one infusion channel and one syringe pump were in the room; ed staff confirmed the equipment setup was that the alaris infusion pump was mounted to the stretcher IV pole via a pole clamp. The syringe pump was sitting on top of the infusion pump, not secured to the IV pole via its own pole clamp, which leaves space between the pumps. Pumps involved in incident were pulled from unit and are secured in biomed shop [redacted]. Safety incident tickets were opened with both pump manufacturers, and devices sent into vendors for assessment".

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the user saw black smoke coming from pump, then saw flames. User utilized a fire extinguisher on the device. There was no patient involvement. Upon customer follow up, additional information was received. Device was not in use at time of incident, it was secured to stretcher IV pole. Pump was connected to ac wall power, however, not powered on or running infusion. Through customer preliminary findings based visually inspecting equipment damage, customer believes smoke/flame was initiated from another manufacturer's syringe pump (ICU medical) that was positioned higher on the IV pole. Additional information was received following an on-site visit by manufacturer representative: devices were plugged into a duplex wall outlet but not ¿running¿. Biomed was verbally told that both devices were plugged into the same outlet. The ICU medical syringe pump (medfusion 4000) was placed above the alaris device on the IV pole during the event. Event occurred in the emergency department (ed). Ed does not follow the centralized cleaning process due to high patient turnover. The two infusion clinics and the emergency department perform their own cleaning of devices. ICU medical syringe pumps (medfusion 4000) are not part of the centralized cleaning process. ICU medical syringe pumps are cleaned on the floor by nursing or evs staff. The outlet was tested by hospital¿s building engineers, and no issues were noted, outlets were functioning as intended. ICU medical syringe pump (medfusion 4000) was returned to ICU for failure analysis. Alaris system devices were sent to bd for failure analysis. Patient had been discharged and the room was being cleaned. Male nurse saw black smoke then fire (flames). Obtained a fire extinguisher and used it. He was not sure if the devices were powered on when the event occurred but biomed stated that devices are usually powered on and in standby mode.